Event description:
The customer reported a blank display as he was sitting in the sun. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board.